Event description:
It was reported that a user experienced unresolved pump alarms, including alert 67 indicating a voltage anomaly, after the ilet was accidentally dropped and the pump housing separated. Symptoms included no reported clinical effects. Outcomes included no reported medical intervention or hospitalization. Investigation included remote troubleshooting and user education, confirmation of shutdown steps to prevent further alerts, guidance to sync data to the mobile app, and arrangements for replacement and return of the damaged device. Investigation of this case revealed physical damage to the pump consistent with accidental impact, with subsequent power-related malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device damage from accidental drop. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.